Manufacturer narrative:
The product has not been returned for analysis. Complaint history records were reviewed. Product history records were reviewed and the documentation indicated the product met release criteria. The root cause has not been identified. There have been no other complaints in the reported lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, the patient experienced blurry vision due to the small pupil did not allow visualization of rings. The iol was exchanged in a secondary procedure within six months additional information has been requested.